Event description:
The surgeon reported a hypopyon at approximately 2 weeks postoperative. A vitrectomy was performed on 06/09/2000. The lens remains implanted. The pt's prognosis was good at last report. According to the surgeon, pt's visual acuity gradully clearing as of 06/12/2000. The cause of hypopyon is unknown at this time. This MDR report is sent because the product was used in the surgery.